Manufacturer narrative:
(B)(4) date sent: 01/22/2021 d4: batch # u5dj35 h6: component code = mechanical (g04) device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve, when firing on the stomach, the knife would not fully advance and would not retract without manual retraction. The surgeon said it sounded funny when it was firing and almost like the battery had stopped working. It did fire staples, but wouldn't fully fire and the knife blade had to be brought back manually. There were no patient consequences reported.